Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod packing coil (pod pc) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted one coil into the target vessel using the microcatheter. While advancing the pod pc through the microcatheter, the pod pc would not advance past the distal end of the microcatheter. The physician decided to remove the pod pc and, during retraction, the pod pc unintentionally detached within the microcatheter. Therefore, the microcatheter containing the pod pc was removed. It was reported that the pod pc was flushed out of the microcatheter. The procedure was completed using two new pod pcs and the same microcatheter. There was no report of an adverse effect to the patient.